Event description:
Patient representative reported side "seroma", "severe chest pain" and "tenderness" "suffers from depressive stress disorders, anxiety, a disturbed self-image, and a severely reduced sense of self-worth" and ¿mention of anxiety related to the recall and the risks of bia-alcl¿. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma formation".